Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise resulting in pacing inhibition. The patient was syncopal. The lead was capped and replaced. No adverse events occurred during the procedure and the patient was in good condition post procedure.